Manufacturer narrative:
This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, along with any other relevant fields have been updated.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The lead had loss of capture and a lower impedance. Revision procedure will be performed but has not at this time. There were no adverse patient effects reported. Currently the device remains in service. Additional information was received that confirms a lead revision procedure was performed. The lead was repositioned successfully. There were no additional adverse patient effects reported.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The lead had loss of capture and a lower impedance. Revision procedure will be performed but has not at this time. There were no adverse patient effects reported. Currently the device remains in service.